Event description:
This event was reported to sunrise customer service via phone call from the reporter in 2006. Sunrise medical subsequently provided MDR #1034630-2006-0029 to us agent for zhongshan a&e machinery industry co., ltd., on the following day. Customer states the end user brought this walker back because one wheel broke where it attaches to the footpiece. Customer states the end user was on her front porch when it broke and it knocked her into the front porch, but was not injured. The unit has not been rec'd for evaluation by sunrise medical.